Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device, multi-function cable and adaptor were put through extensive testing including bench handling and ECG monitoring stress testing without duplicating the report. The multi-function cable, defib receptacle and the CPR adapter were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "cable fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.